Event description:
It was reported that patient presented in clinic for routine follow up, upon interrogation it was found that the patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. The lead was explanted and replaced. The patient was stable.